Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring additional stenting. Device issue: none. It was reported that the target lesion was the proximal and mid lad. The 3.0 x 23 mm and 3.0 x 18 mm promus stents were successfully deployed. An hour later, the patient was sent back to the cath lab due to cp and st elevation and v1 v2 and v3. Aspiration thrombectomy of the lad was performed and a 3.5 promus stent was deployed successfully. The acute closure of the lad etiology is unclear. It could be that the stent was underdeployed or there could be a small proximal edge dissection. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - thrombosis, as listed in the promus IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Factors that can influence thrombosis include, but are not limited to, incomplete or inadequate stent expansion and/or apposition to the vessel wall and adherence to the recommended dual anti-platelet drug regimen. A conclusive root cause for the reported patient effects cannot be determined. The second promus, is being filed under the same manufacturer report number.